Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient reported "vision issues". It was further reported that the lens was determine to be the "wrong diopter". The iol was later exchanged. Additional information has been requested.